Event description:
Caller reported that cartridge did not fit properly on the pump, causing a pump malfunction. Customer's blood glucose level exceeded 500 mg/dl, and although specific value was unknown, it was displayed as "high." No actions were taken by customer at the time of call. Technical support instructed the caller to inspect the pump and pneumatic tap area, remove the o-ring found on the pneumatic tap, and clean the area using an alcohol wipe or lint-free cloth. Customer was also advised to reload the original cartridge via the load menu on the pump.